Event description:
The customer reported that her olympus hd camera head was displaying a poor-quality image during preparation for a therapeutic procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device was not displaying an image at all. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation it was discovered that the unit was not displaying an image at all. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation was unable to establish the root cause of the image failure as the issue was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the initial reporter, noting that the intended procedure-type is unknown. Reportedly, the procedure was completed without any patient harm by using a secondary camera.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.